Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. The reported load cell (sensor reading) alarm and distorted display were confirmed. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. Failure was due to a distorted display. The display flickered throughout testing. It was identified that the cause for the blank screen was due to an internal short on transformer (t1) of the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the display became fully operational. The load cell verification failed. Failure was due to scale readings out of specification. Load cell calibration was needed. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. A review of the device history record (DHR) revealed: a blank screen. Sent to rework. Rework: found blank/ dim display. Replaced the front panel and tested. Sent to pre-accelerated stress test. Upon completion of the evaluation, the reported issues were confirmed and the cause for the sensor reading alarm was due to a calibration issue and the cause for the distorted display was determined to be an internal short on the transformer of the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that a patient¿s liberty select cycler has a distorted display and the screen is flickering. Treatment was completed on the cycler. The patient reported receiving an invalid sensor reading alarm at treatment end which cleared when the cycler was rebooted. The power cord was properly connected in both ends but the distorted display could not be cleared. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested, however to date has not been provided. The cycler was returned to the manufacturer and upon physical evaluation of the cycler, it was identified that there was an internal short on the transformer of the inverter board.